Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports the retainers have never sat correctly for over a year and has been wearing them anyway for fear of the teeth moving. This has resulted in issues with the molar crown bleeding, receding gums on the lower front and the bite is misaligned with pain level at 5. The molar crown was disclosed at start of treatment. Provided new impressions and receive new aligners because the case stopped tracking.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.